Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence of a "no disposable" alarm message. To further investigate, a functional test was performed. The customer's reported issue was confirmed; the pump was found to be double "beeping" during the investigation, but the root cause could not be determined. The downstream occlusion sensor was replaced as a corrective action.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was continuously beeping. It is unknown if there was patient involvement.